Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and pass. A voltage test was performed and passed. A pairing test with (B)(4) bluetooth was performed and passed. A bin file analysis was performed and fail-showed low battery alert pass. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and pass. [Voltage test ] was performed and [passed]. [Pairing test with (B)(4) bluetooth ] was performed and [passed ]. [Perform bin file analysis ] was performed and [fail-showed low battery alert...